Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-21655. It was reported the patient¿s left t12 lead was fractured due to a fall causing ineffective stimulation and high impedance. The fractured lead was left in place, and a new lead was implanted on top of it. Therapy was restored postoperatively. Note: it is unknown which lead is liable, as such both leads are being reported.